Manufacturer narrative:
H3: analysis was found in sw- analysis determined it was confirmed that this was a known software anomaly. B01, c10, d02 applicable codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: bi-500-01065, serial/lot #: (B)(4). It was determined there was an accidental radiation occurrence due to image transferring issue. Estimated absorbed or effective dose information is not available. Number of people exposed: 1 - patient total number of people in or 2 an x-ray tech and the crna. Both were wearing lead and standing behind the o-arm in the recommended location when the system is in operation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that after the spin was completed the scan did not transfer to the navigation system. When the exams were opened, the 3d spin did not have the ¿nav¿ tag attached. The navigation system indicated during the entire spin that there was ¿green status¿ across the screen for the communication of the imaging system and the navigation system, the patient reference frame, and the navigation system trackers but the scan did not record as a nav scan. The site needed to re-spin and at that point the scan transferred successfully to the navigation system. There was no harm to the patient present additional information noted that the scan was not manually transferred to the navigation system as the surgeon would have had to complete a manual registration and is unfamiliar in using that technique. However it was noted that the re-scan resolved the issue and the scan transferred normally.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.